Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference # (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported failure was reproduced and it was found that the inspiratory pressure transducer pcb was faulty. It was replaced and returned for investigation. The investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb confirmed a zero pressure offset drift in the pressure sensor. The zero pressure offset had drifted outside defined intervals (drifted more than +/-300 mv from factory default). The measured zero pressure offset was 9.99 v. Normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 v. The pressure sensor on the inspiratory pressure transducer pcb was broken. The evaluation of the received system device logs confirm the reported failure. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by a broken pressure sensor on the inspiratory pressure transducer pcb.